Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the cause of the issue was a faulty pogo pin resulting in an intermittent connection between the device and the pad-pak. Per protocol the device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device's pogo-pin failed to make contact with the pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device's pogo-pin failed to make contact with the pad-pak. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.